Event description:
It was reported that the nurse stated that they were started cooling about 3 1/2 hours ago, targeted temperature (tt) was 33.5c. Over the past hour and a half, the patient temperature has been dropping, patient temperature (pt) was currently 32.5c in an arctic sun device. Nurse asked if there was anything they need to do or if it could be the esophageal probe they are using. Confirmed they recommend using a core temperature for therapy, they typically notice less lag time with the esophageal probes. Nurse confirmed they were awaiting an x-ray to confirm placement of the probe. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 32.5c, water temperature (wt) was 40c. Discussed medication administration and potential overshoot during cooling. Explained the device was responding appropriately and was making extremely warm water to warm the patient to target. They do recommend performing frequent diligent skin checks with prolonged exposure to extremely warm water. Confirmed pad was tacoed around baby. Suggested counter warming per their protocol such as warm blanket, bair hugger, warm ambient room temperature and suggested discussing with the provider. Nurse stated that their protocol says to increase the target temperature by 0.5c if the patient was below target. Explained increasing the target temperature would not result in the device warming the patient any faster. The warmest the water could get was 40c, so it was not able to get any warmer than this. Typically, when stopping or starting therapy to change the target, this could lead to more overshoot. Each time therapy was stopped, the device takes 15 minutes to reconfigure and gather patient trends. Recommended nurse to monitor the patient temperature over the next hour or two and call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. They started cooling about 3 1/2 hours ago, targeted temperature (tt) was 33.5c. Over the past hour and a half, the patient temperature has been dropping, patient temperature (pt) was currently 32.5c in an arctic sun device. Confirmed they recommend using a core temperature for therapy, they typically notice less lag time with the esophageal probes. Nurse confirmed they were awaiting an x-ray to confirm placement of the probe. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 32.5c, water temperature (wt) was 40c. Discussed medication administration and potential overshoot during cooling. Explained the device was responding appropriately and was making extremely warm water to warm the patient to target. They do recommend performing frequent diligent skin checks with prolonged exposure to extremely warm water. Confirmed pad was tacoed around baby. Suggested counter warming per their protocol such as warm blanket, bair hugger, warm ambient room temperature and suggested discussing with the provider. Nurse stated that their protocol says to increase the target temperature by 0.5c if the patient was below target. Explained increasing the target temperature would not result in the device warming the patient any faster. The warmest the water could get was 40c, so it was not able to get any warmer than this. Typically, when stopping or starting therapy to change the target, this could lead to more overshoot. Each time therapy was stopped, the device takes 15 minutes to reconfigure and gather patient trends. Recommended nurse to monitor the patient temperature over the next hour or two and call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were started cooling about 3 1/2 hours ago, targeted temperature (tt) was 33.5c. Over the past hour and a half, the patient temperature has been dropping, patient temperature (pt) was currently 32.5c in an arctic sun device. Nurse asked if there was anything they need to do or if it could be the esophageal probe they are using. Confirmed they recommend using a core temperature for therapy, they typically notice less lag time with the esophageal probes. Nurse confirmed they were awaiting an x-ray to confirm placement of the probe. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 32.5c, water temperature (wt) was 40c. Discussed medication administration and potential overshoot during cooling. Explained the device was responding appropriately and was making extremely warm water to warm the patient to target. They do recommend performing frequent diligent skin checks with prolonged exposure to extremely warm water. Confirmed pad was tacoed around baby. Suggested counter warming per their protocol such as warm blanket, bair hugger, warm ambient room temperature and suggested discussing with the provider. Nurse stated that their protocol says to increase the target temperature by 0.5c if the patient was below target. Explained increasing the target temperature would not result in the device warming the patient any faster. The warmest the water could get was 40c, so it was not able to get any warmer than this. Typically, when stopping or starting therapy to change the target, this could lead to more overshoot. Each time therapy was stopped, the device takes 15 minutes to reconfigure and gather patient trends. Recommended nurse to monitor the patient temperature over the next hour or two and call back with any issues.